Manufacturer narrative:
Additional information: b3, b5, b7, d10 and h10. B5: upon follow-up, it was reported that antibiotic treatment was discontinued. At the time of this report, the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. It was reported that the patient was not hospitalized. The patient was treated with vancomycin injection (2gm, route, frequency and duration were not reported) and fortum (2gm, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.